Event description:
The manufacturer received information alleging a ventilator rebooted during use. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the error log indicated an event had occurred. The main pca assembly was replaced to repair the device. The device passed all tests.